Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0058164r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
In (B)(6) 2014, the patient ¿overdosed on baclofen and his pump had to be turned off¿. Soon after that, they performed exploratory surgery to determine why the pump was not working. The pump was later replaced. The device system was delivering baclofen. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.